Event description:
It was reported that the patient presented feeling symptomatic. The ventricular lead exhibited loss of capture due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
Na